Event description:
It was reported that the patient expired. The cause of death was not reported. The hcp did report that the patient's death was unrelated to the implanted system. The patient's pump contained fentanyl 10000 mcg/ml with a dose of 345 mcg/day. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.

Manufacturer narrative:
.